Manufacturer narrative:
Upon receipt at boston scientific's quality assurance laboratory, visual inspection identified deep gouge marks from some type of tool on the terminal pin. The helix was retracted and tissue was noted entwined in the helix. Bodily fluid was found in the helix housing and in the neck region. The lead was put through and failed continuity testing on the cathode. An x-ray showed a fractured cathode (inner) conductor coil at the distal end of the terminal pin. An x-ray at the crimp area was normal. The crimp sleeve was in the correct location. An x-ray of the tip region showed no anomalies. The fractured cathode coil (inner coil) likely occurred as a result of attempts to retract the helix.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory on (B)(6) 2017. This lead was not implanted due to placement difficulties (tortuous patient anatomy). Because of the patient's tortuous anatomy, the helix could not be deployed. Information from the product experience report (per) form indicated that this lead will not be returned to boston scientific. Boston scientific received information that this lead was received at boston scientific's return products department.